Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due a motor assembly or electronic control unit failure due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery device was not working. This event was not related to surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not known however the reporter stated that the event occurred in the month of august 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.